Manufacturer narrative:
The facility has not completed repairs.

Event description:
Alleged the bed is showing an err-8 code and found the coiled cable at the left head caster was damaged. After replacing the coiled cable, the issue remained. He then found the logic and scale boards were shorted.